Event description:
It was reported that this peritoneal dialysis (pd) patient was admitted to the hospital on (B)(6) 2025 and diagnosed with peritonitis. The patient was discharged on (B)(6) 2025 and is completing incenter hemodialysis (ichd) treatment. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn could not provide additional details pertaining to the peritonitis event. No culture results or antibiotic therapy was available. The patient had been transferred to a different clinic, and the records were closed out of their system. The patient underwent a computed tomography (CT) scan during the hospitalization and as a result, the patient was sent for urgent surgery to remove the pd catheter. The patient¿s transition to ichd is permanent. The pdrn does not know the cause of the peritonitis event; however, she stated that the patient was experiencing issues with the cassette prior to the diagnosis. The patient did report the cassette was hard to insert/pops out during set-up on (B)(6) 2025. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).